Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure about seven years ago and mesh was implanted. The patient reported that the mesh had split and cut into the flesh causing severe pain. The pain is severe in the legs and back and the patient has received medication for treatment. The patient is unable to have intercourse with her husband, unable to work full time, unable to sleep and unable to walk long distances due to pain. The patient reported she has had mris, cts and a cystoscopy, but no results have been provided. No additional information has been provided at this time.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.